Manufacturer narrative:
8/11/97-supplemental report #2 submitted to FDA.

Event description:
During a abdominal perineal resection. Instrument would not fire and the shaft broke. The surgeon used another instrument to complete the procedure. No pt injury was reported.